Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service reported that the silk tape is too harsh on his skin. The adhesive on the tape is too strong. When the patient rips it off it causes him irritation and redness. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).